Manufacturer narrative:
Discussion: in reviewing the complaint, the dealer reports that the end user was driving in a straight direction at their senior facility center when the chair suddenly veered to the left, causing the chair to crash into a rail. It was reported that there was no outside elements or influential environmental factors that caused the incident. Based on the information provided, potential root causes for the chair veering into the rail could be either deterioration of the drive system caused by motor failure or brake failure or input device damage leading to unintended motion. The dealer reports that the end user allegedly sustained a broken ankle on one side and broken toes on the opposite foot during the event. The dealer was unable to provide the end user's contact information and did not have further details on what side each alleged injury occurred on, what treatment was provided or if any follow up appointments were necessary. Conclusion: while potential root causes indicate a malfunction occurred, the potential malfunctions typically would not result in serious injury or death if it were to recur; however, in this instance, a serious injury was reported (broken bones), so out of an abundance of caution, an MDR is being filed.

Event description:
Dealer reports that the end user was driving in their senior facility center when the chair veered to the left, causing the chair to crash into a rail, leading to the end user allegedly sustaining a broken ankle on one side and broken toes on the opposite foot. The dealer did not have specific details regarding the reported injury or any follow up treatment. The dealer also claims that afterwards, the chair was making a very loud grinding noise while moving certain directions. There was reportedly no outside element that caused the incident.